Manufacturer narrative:
Internal failure investigation - visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The data acquisition pcba was tested and no failures were identified. Contact information: (B)(4). Onsite repair - customer states that the vent gave an error code 100a while on a patient. Found that the data acquisition pcba to be causing errors philips's fse replaced da board. Fse replaced da board and the da pcba. Performed all required performance verification tests in accordance with chapter 8 of the service manual. Vent passed all performance verification tests. Placed vent back into service ready for patient use.

Event description:
The customer reported the ventilator alarmed and displayed data acquisition pcba adc reference failed. There was no patient harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.